Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor was replaced and the generator interface board and backplane were reseated during the service call.

Event description:
The customer reported that the 9800 system had a stator not on and housing warm error messages. No pt injury was reported.